Event description:
Review of the post market surveillance surveys noted that "the only problem we found with the cup insertion handle was the inability to rotate the cup inside the acetabulum without it loosening from the handle."

Manufacturer narrative:
An event regarding off-axis force transmission involving a right dual - offset handle was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event comes from a post market surveillance survey in which the surgeon states that he believes that the dual offset leads to off-axis force transmission resulting in a wallowed out broach envelope. These comments are the opinion of surgeon and do not indicate an issue with the device.

Event description:
Additionally reported on the post market surveillance survey was "was pleased with the locking mechanism of the broach handle but not the dual offset. He believes that the dual offset leads to off-axis force transmission resulting in a 'wallowed' out broach envelope".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown da cup insertion handle.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.